Manufacturer narrative:
The event did not involve a malfunction of the spiro speaking valve. The user failed to follow the manufacturer's labelling, including a caution symbol printed on the device, and the bold warning text in the instructions for use "never place a speaking valve on a tracheal cannula that has an inflated cuff and is not fenestrated".

Event description:
The hospital has used a spiro speaking valve connected to a patient's tracheostomy tube with the cuff inflated (and not fenestrated). The speaking valve was mistakenly used instead of a tracheostomy heat moisture exchanger (hme). The patient was found 10 minutes later in a state of cadiac-arrest.